Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that an unknown xience stent was implanted on (B)(6) 2012. On (B)(6) 2013 the patient had a revascularization. The target lesion was re-treated with additional dilatation and a stent. The issue was determined to be resolved on (B)(6) 2013. The assessment is that there is a possible relationship to the procedure and to the device. No additional information was provided.